Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went in to water with insulin pump and it turned off and had blank display. The customer's blood glucose level was unknown. It also reported that customer received critical pump error alarm. The customer will return insulin pump for analysis.